Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed

Event description:
Related manufacturer report number: 2916596-2022-11248. It was reported through the research article titled ¿hvad versus heartmate iii bridge to heart transplantation: waitlist and posttransplant outcomes¿ identifying patients implanted with heartmate 3 for short period (bridge to transplant) may be associated with death and/or further deterioration while on the waitlist. This was a retrospective study, which evaluated a total of 668 hm3 patients. After 1 year, 35.8% bridged with hm3 were transplanted, while 3.1% were removed for death or deterioration, 4.8% were removed from the list due to other reason (not provided), 0.1% was recovered while on the waitlist, and 56.1% remained on waitlist at the time of the analysis, 0.7% received ventilator support, while 0.3% received intra-aortic balloon pump. Date of event was approximated as the data were collected between 01jan2015 and 20mar2020.

Manufacturer narrative:
Section a, d: specific patient information and device serial number are documented as unknown. Section b3: date of event is approximate as the data were collected between from january 1, 2015, and march 20, 2020. Article title: hvad versus heartmate iii bridge to heart transplantation: waitlist and posttransplant outcomes nicholas r. Hess et al. Clinical transplantation. 2021;e14546. Doi: 10.1111/ctr.14546 division of cardiac surgery, university of pittsburgh medical center, pittsburgh, pennsylvania, USA. Manufacturer's investigation conclusion a direct correlation between the heartmate 3 left ventricular assist system (lvas) and the reported patient deterioration could not be determined through this evaluation. A research article was received, which reported that patients implanted with heartmate 3 for short period (bridge to transplant) may be associated with further deterioration while on the waitlist. It also reported the following information. This study compared outcomes of patients bridged with either the heartware hvad or heartmate 3 (hm3) device to orthotopic heart transplantation (oht). It concluded that posttransplant survival is equivalent regardless of device type used for bridging. However, hm3 patients had lower likelihood of reaching transplantation, which may be a reflection of the recent heart allocation policy changes. The heartmate 3 lvas IFU, rev. C, and the heartmate 3 lvas patient handbook, rev. D, are currently available. Section 1 of the IFU, ¿introduction¿, lists adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. No further information was provided. The manufacturer is closing the file on this event.